Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm. On (b)(6)2026, the patient called to report a sensor failure for a current sensor and mentioned that he was taken to the hospital approximately one month ago for a hypoglycemic event. The patient stated that the event was not believed to be related to Dexcom. According to the patient, on (b)(6)2026, his glucose level was 70 mg/dL. In response, he consumed glucose gummies; however, he subsequently loss consciousness (LOC). Emergency medical services (EMS) were contacted and transported him to the hospital for evaluation and treatment. The patient was unable to recall whether a fingerstick blood glucose (FSBG) was performed before or during the event and could not remember any associated glucose values. He also could not recall the treatment provided at the hospital. The patient explained that he has experienced multiple strokes in the past, which have affected his memory and ability to remember details of the event. The patient reported that he only remembers LOC and being transported to the hospital. At the time of the report, he was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. The data investigation did not find blood glucose calibration values to compare to CGM values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(b)(4). Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.¿